Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -8.0/1.0/170 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023, the lens was exchanged with a same length lens but implanted horizontal as opposed to the initial vertical implantation. This resolved the problem. The cause of the event was reported as unknown.